Event description:
In 2009, the pt presented with a type b dissection and was treated with two gore tag thoracic endoprostheses without incident. The dissection was located distal to the left subclavian artery and extended down close to the celiac artery. The final angiogram showed persistent flow into the false lumen by an entry hole distal to the tag devices. The physician decided to monitor the pt. Three days later, post operative computed tomography angiogram (cta) revealed persistent flow in the false lumen and infolding of the distal tag device. Five days later, a reintervention to correct the infolding occurred by using a palmaz stent, but was unsuccessful. A medtronic talent was then deployed within the two tag devices without incident. The pt is reported to be well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations with acute and chronic dissections.